Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred february 2024. Explant date: (B)(6) 2024 additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 21328764. Product family: scs-paddle leads-MRI upn: m365sc8416700 model: sc-8416-70 serial: (B)(6) batch: 7037438.